Event description:
Additional information received reported that the rv noise was unable to be reproduced via pocket manipulation, isometrics, or with different positions or movements. It was determined that the episodes of no pacing occurred while the patient was mowing their lawn while wearing an oxygen generator. It was noted this was most likely the source of the noise. Patient recommendations were discussed. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
It was noted that the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 is being used to capture the additional intervention performed.

Event description:
Additional information received reported that the rv lead was explanted and replaced due to high pacing threshold measurements. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited right ventricular (rv) noise, oversensing, pacing inhibition with approximately 2.5 seconds of asystole, and increased pacing threshold measurements. The rv and shock impedance measurements had been stable. Troubleshooting was performed, and the rv noise was unable to be reproduced. The lead remains in service. No adverse patient effects were reported.